Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, the 21 mm sjm trifecta valve was implanted. On (B)(6) 2016, the trifecta valve was explanted. It was noted a cusp was torn away from the stent post.

Manufacturer narrative:
(B)(4). The results of this investigation concluded all three cusps contained tears. There was focal fibrous pannus on the outflow surface of cusp 3. Special stains were negative for organisms and no acute inflammation or significant calcifications were present. A review of the device history record showed the device met specifications prior to leaving sjm manufacturing facilities. There was no evidence found to suggest the cause of the fibrin, pannus, and tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.